Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise, oversensing, and pacing inhibition on the right atrial (ra) lead. The patient didn't experience asystole. It was also noted that the crt-p had migrated towards the patient's armpit. Subsequently, a revision procedure was performed. This crt-p was repositioned and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.